Event description:
User reported a malfunction after attempting to update to version 7.8.1, which triggered malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. However, the malfunction code was not resettable, and technical support was unable to replace the pump.